Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) primary analysis finding noted no anomalies found. However, grommet damage and setscrew problem with unknow causes were noted.

Event description:
It was reported, during the implant procedure, the implantable cardioverter defibrillator (ICD) measured a high defibrillation lead impedance value greater than >200 ohm. When fixing the lead again the thread of the screw was striped off. Consequently, this device was removed and replaced without incident. No patient complications have been reported as a result of this event.